Event description:
The customer reported that intermittently, the images produced were black. This issue will cause the sys to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in the complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the display adapter board. The sys operates as intended.